Event description:
The dentist reported 3 months after the dental implant was installed in intraoral region #28 it was verified its non osseointegration. 50 ncm of primary stability was achieved & immediate load was not performed.